Manufacturer narrative:
The bilirubin total reagent lot number was 93569101 with an expiration date of 30-apr-2027. The qc and calibration were acceptable, indicating that a general reagent issue can be excluded. The field service engineer (fse) found that the cuvette washing unit was loose. He reattached the cuvette washing unit, replaced and adjusted the sample and reagent needles, and adjusted the water volume of the wash units. A hardware performance check, precision studies, and qc were performed, and they were all within specifications. The service actions performed by the fse resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with the bilirubin total gen.3 assay on a cobas 8000 c702 module. Initial result: 2.82 mg/dl. The initial result was questioned as it did not match the patient's transdermal bilirubin test result, which had a higher value. The sample was then repeated. Repeat result: 12.05 mg/dl. The repeat result was deemed to be correct as it matched the patient's diagnosis and the transdermal bilirubin test result.